Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert (lia) and impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Lia warning occurred for increased sic count and 2 or more high rate-non-sustained episodes less than 220 milliseconds on (B)(4) 2015. Rv pace lead impedance was 4047 ohms on (B)(4) 2015. Sensing integrity counts went up to 1133 (within 1 day) along with non-sustained episodes and evidence of oversensing during (B)(4) 2015. (B)(4).

Event description:
It was reported that the right ventricular lead high pacing impedance, noise, no capture at high output, and high v-v intervals which triggered an alert. Lead fractured was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.